Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4087, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not last as long as expected. The device remains in use. No patient complications have been reported as a result of this event.